Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17588. It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged left ventricular lead, causing loss of capture. An x-ray was performed on (B)(6) 2021 which confirmed the left ventricular lead dislodgement. The lead was successfully explanted, although it was noted post procedure that the patient's right ventricular lead was not experiencing high thresholds. The rv lead was reprogrammed in order to compensate for the high thresholds. No further intervention was planned. The patient was stable throughout.